Event description:
Revision surgery - due to the patient's shoulder having dislocated. The surgeon removed and replaced the insert and 8 mm spacer.

Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder dislocated. The previous surgery and the revision detailed in this investigation occurred 21 days apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's dislocation. The root cause of this complaint was a revision surgery due to the dislocation. There are multiple factors that may contribute to the event that are outside the control of djo surgical are patient activities, trauma and patient non-compliance with medical instructions. Due to the short time between the original surgery and the revision, it is possible that the event may also have occurred due to incorrect implant selection or improper surgical procedure. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.